Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to hyperextension of the knee. The tibial insert was removed and replaced with a thicker implant.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ascent femoral catalog#: ni lot#: ni, unknown ascent tibial tray, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an ascent knee procedure on an unknown date. Subsequently, the sales representative is requesting for the tibial insert, indicating a revision may be scheduled. Attempts have been made and no further information has been provided.